Event description:
It was reported that an ilet user experienced fluctuating blood glucose with episodes of high and low readings, with caregiver reports indicating frequent entry of ¿less than¿ meals and announcing meals when glucose was already out of range. The issue involved user operation of the meal announcement feature and the user interface. Symptoms included hypoglycemia and hyperglycemia ranging from 51 mg/dl to 324 mg/dl. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related incorrect meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.